Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unit also received with cracked case(battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.